Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that the patient had a transient ischemic attack (tia) post cryoablation procedure. Patient had stayed overnight at hospital post ablation procedure as per hospital policy. As per physician, when patient woke up the next day, he felt some deficits on one side of his body. The patient was observed for some time and then eventually sent for further tests, and a tia was confirmed on MRI. Patient fully recovered and was released from the hospital. There were no product issues at the time of use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.